Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two resolution 360 clips used during the same procedure. Manufacturer report# 3005099803-2018-01093 pertains to the first device, and manufacturer report# 3005099803-2018-01094 pertains to the second device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, both clips grasped and locked onto the tissue but failed to release from the catheter. The clips were finally released after compressing the handle all of the way down, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.